Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing an x-ray immediately after the procedure to confirm placement, and not performing an x-ray recently to confirm device positioning have been ruled out as potential causes. Additionally, severe force applied to the implant, excessive twisting, bending, or stretching, and not implanting the device according to the IFU have been ruled out. However, migration was confirmed via x-ray and the patient changed/adjusted the dressing, compromising the product's security to the body. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is migration. However, the cause of migration is due to patient non-compliance (touching or picking at wound) as the patient changed/adjusted the dressing (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported bleeding and swelling at the incision site as well as severe pain. On (B)(6) 2024, the patient went to the ER, migration was confirmed via x-ray, and the device was removed. The patient is doing fine and is not experiencing any more bleeding.